Manufacturer narrative:
Premarket (510k) number is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual inspection was performed on the one device returned for investigation. The device had a yellow substance present under the cuff balloon and between the connector and neckstrap. The device also had ?2" handwritten on it in various locations. A visual inspection under normal plant lighting revealed an external tear in the proximal end of the cuff balloon on the side opposite the inflation line. The investigation determined that the device did meet manufacturing specification. All products are subject to a 100% leak test and inspection during production and a final leak test and inspection by quality assurance before distribution. All products shipped passed these inspections. Should there have been a manufacturing defect, it would have been detected during the product functionality testing and quality inspection. The root cause was unable to be determined. Actions were taken to mitigate the reported issue: there was no manufacturing defects identified. No corrective actions are planned at this time.

Event description:
It was reported that the tight to shaft (tts) cuff was leaking on two tracheostomy tubes. No patient injury was reported.